Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified test strips expire 08/27/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015.customer performed a back to back blood test 202mg/dl and 234mg/dl.reviewed meter memory232mg/dl, (B)(6) 2015 09:17:00 am, fasting: yes.167mg/dl, (B)(6) 2015 07:18:00 am, fasting: yes.202mg/dl, (B)(6) 2015 06:58:00 pm, fasting: yes.151mg/dl, (B)(6) 2015 01:42:00 pm, fasting: yes.421mg/dl, (B)(6) 2015 01:40:00 pm, fasting: yes.customers concern:with 421mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified test strips expire 08/27/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 202mg/dl and 234mg/dl. Reviewed meter memory (B)(6). Customers concern:with 421mg/dl. No adverse event reported.